Manufacturer narrative:
Internet blog address: (B)(6) approximate dates.

Event description:
Medtronic representative reported, information observed on the internet as a result of reading an article by dr (B)(6). In response to the article, a patient entered a comment. The patient has a family history of varicose veins, and described having the venaseal procedure. The patient had both legs treated and reported having developed severe phlebitis on one leg. The patient was treated with antibiotics, anti-inflammatory medication, cortisone and pain killers. The treatment reduced the swelling and pain temporarily, now 9 weeks post procedure the hard lumps remain, and the pain has become severe due to an infection. The patient was treated with a new course of antibiotics and anti-inflammatory medication. The patient has reported having a gaping wound that is difficult to heal. The wound is not at the entrance site, it is further along the vein track. The patient also reported the appearance of the varicose veins have lessened but not completely, and an ultrasound confirmed the closure of the main veins was successful.